Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to verify the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 89 hours of extended tests at the customer¿s settings. The ventilator passed the troubleshooting final test, which includes many alarm and ventilation functions. Event trace log: an event trace log review was done dating from december 19, 2017 to april 05, 2018, with a total number of 455 records. The event trace contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that the ventilator was providing double the amount of volume than expected. There was no patient involvement associated with this reported event.